Manufacturer narrative:
The fse confirmed the leak from broken pinch valve mount at vl57a. The fse replaced the mount resolving the leak. (B)(4).

Event description:
The customer reported an unknown amount of stain was leaking from the manual probe in the coulter lh 750 hematology analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.